Manufacturer narrative:
This is being filed as unresolved keratitis with reduction in visual acuity. Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusions can be drawn. This is being reported as a corneal ulcer. There is no evidence to suggest the contact lens was the root cause of the pt's symptoms. Should add'l info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of add'l info.

Event description:
The health care professional initially reported corneal edema, blurred vision and irritation. Medical response was diagnosed as keratitis that required treatment with tobradex to prevent scarring in both eyes. Visual acuity reduced. The doctor had advised the pt to see a corneal specialist to prevent vision loss, but she had refused as she could not afford one.